Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 38 mg/dl. Customer reported high activity was the cause of their blood glucose event. Customer refused treatment at the hospital and went home after being admitted. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.